Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" was corrected based on information available at the initial report submission. The g2 field was corrected as "health professional" was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to excessive use. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the internal lenses of the device were damaged causing a blurry image. The light guide bundle was not found to be damaged. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing after a procedure the telescope device light guide bundle was broken. There is no patient involvement. The previous procedure was completed with the same device. The intended therapeutic electroresection of prostate procedure after the reprocessing was completed without any delay.